Event description:
It was reported that an unspecified bd intima ii catheter experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, medical staff in their hospital found fluid leakage at the tip of the indwelling needle when using the indwelling needle, and the medical staff immediately replaced it.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd intima ii catheter experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, medical staff in their hospital found fluid leakage at the tip of the indwelling needle when using the indwelling needle, and the medical staff immediately replaced it.